Event description:
It was reported that the clinical patient underwent a permanent implant procedure. Post operatively the patient regained consciousness and became agitated and confused. The event was assessed as an ischemic stroke. The patient experienced a prolonged hospitalization. A follow-up head computerized tomography scan confirmed the desired lead position but showed a right frontal hypodensity around the lead. The patient was monitored by neurology and medications were adjusted which improved the patient disorientation. The patient was discharged and the event is recovering and resolving. The event was assessed as probably procedure related and not related to the device or stimulation.